Event description:
It was reported that the patient presented for the generator change procedure. Prior to the procedure, upon interrogation, the right ventricular (rv) lead exhibited a high capture threshold and low pacing impedance. The rv lead was capped and replaced on (B)(6) 2024. The patient was stable throughout.